Manufacturer narrative:
(B)(4). Physio-control evaluated the device and observed that it would not power on ac or dc source. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
During a daily test, it was reported that the device screen flickered but it failed to power on. There was no pt use associated with the event.